Event description:
It was reported that during a ptca treatment procedure involving a calcified and 99% stenotic lesion in the middle portion of the lad coronary artery, the maverick2 monorail balloon lost pressure at 4 atm's on the initial inflation. The patient was asymptomatic during this event. The types and sizes of introducer sheath, guidewire, guide catheter and inflation device used in this case are unknown. The procedure was successfully completed. Patient status is reported as 'good'.